Manufacturer narrative:
(B)(4). Info not provided. Not provided by the user facility. Eval summary: the analysis results showed that one instrument was returned conforming and fully functional and with no cartridge loaded. When tested for functionality with a test cartridge, the staples were noted to have the proper b-formation. Time.

Event description:
It was reported that when the device was used during a pneumonectomy, a small amount of bleeding was observed which the surgeon controlled by hand-sewing. There was no pt consequence.